Event description:
It was reported that the site had a case in which after turning on the system power, there was nothing displayed on the monitor. The system was rebooted two times but this did not resolve the issue and they were unable to get an image on our screen. The physician chose to cancel the superdimension portion of the case with the pt under general anesthesia. There was no harm or injury to the pt reported.

Manufacturer narrative:
A site visit was performed on (B)(4) 2010. The service report for this visit stated that the issue could not be reproduced until the unit was powered off incorrectly. Therefore, it appears that the reported anomaly appears when the site shuts the system off incorrectly. Therefore, no parts were replaced and there are no further actions required at this time. Two cases were performed during this visit and both were successful with no further issues. There was no injury to the pt reported. In an abundance of caution, this event is being reported due to the additional potential risk associated with multiple exposures to general anesthesia.